Event description:
Patient was on an insulin glucose tolerance test requiring increasing large doses. Rn noted that the sheet and bed were wet upon inspecting the IV site and tubing she noted that fluid was leaking from the port closest to the patient. The tubing is saved and the leaking port identified with white labeling. We have not had any other reports on our unit of a similar issue. Patient suffered not harm.